Manufacturer narrative:
Corrected data: the initially reported event was originally reported under MFR. Report#: 3004936110-2018-00573.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.